Manufacturer narrative:
The country of origin is (B)(6). The field service engineer changed numerous parts and perform adjustments. The engineer then verified the ise, calibration and quality control were acceptable. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable sodium from the cobas 8000 cobas ise module. The initial result was 150 mmol/l and the repeat result was 139 mmol/l. The questionable result was not reported outside the laboratory. The electrode lot number and expiration date were asked for but not provided.